Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system would not fully boot upon start up and the status bar of pendant motion and x-ray were blank. Viewing station status was displayed as disconnected. A windows timeout error was produced when accessing remote desktop. Imaging system failed to load application. Re-installing the software resolved the issue and the software was loaded successfully. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that while outside of procedure connection could not be established between image acquisition system (ias) and mobile view station (mvs). Imaging system pendant displayed viewing station disconnected. Site rebooted the system and unplugged and re-plugged the umbilical cable but could not resolve the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.